Event description:
It was reported to gore that on (B)(6) 2026 the patient underwent an endovascular thoracic aorta dissection procedure with gore® tag® thoracic branch endoprosthesis devices (aortic component -tac and the side branch component -tsb) and a gore® tag® conformable thoracic stent graft with active control system device (ctag). The patient had also previous treatment for a type a aortic dissection repair, treated via thoracotomy and surgical bypass at zone 0 in the aortic arch. Then, disease progression occurred leading to further dissection and an aortic aneurysm, which is what it was treated on (B)(6) 2026 with the tbe devices. Further, the patient underwent additional bypass surgery on the morning (B)(6) 2026 prior to the tac, tsb, and ctag implant. During the implant procedure on (B)(6), it was reported that the tac, tsb, and ctag devices had overall smooth implantation, although significant manipulation was required to unwrap guidewires at the thoracic aorta during the tbe implant. Once this was resolved, the implantation with all deployment steps were completed successfully, and the devices seated well within the anatomy with an excellent seal. Following implantation at unknown date/time, the patient experienced a spike in blood pressure, and his pupils were noted to be non-reactive. An immediate computerized tomography scan revealed a right sided infarct, but no further details available. On (B)(6) 2026, the patient passed away.

Manufacturer narrative:
H3, the device remains implanted, therefore no device evaluation could be performed. H6, type of investigation (b14): a review of the manufacturing records for the device verified that the lot met all prerelease specifications. No further investigation results are available yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.